Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade. During the procedure, the right atrial lead had dislodged into the low right atrium when inserting a guide catheter. Attempts to reposition the lead resulted in the lead being stuck and unable to be repositioned. The lead was reconnected to the device and programmed off as atrial pacing was no longer required. Patient was stable before, during, and after the procedure.